Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes 4 tubes had foreign matter in the tube 54 tubes had foreign matter in the gel, 9 tubes were deformed, 5 tubes had scale printing errors, 11 tubes were dirty, 27 tubes had air bubbles in them, and 141 tubes had air bubbles in their gel. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: fm in the tube x4, fm in the gel x54, deformed tube x9, printing defect x5, dirty tube x11, air bubbles in tube x27, air bubbles in gel x141.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes 4 tubes had foreign matter in the tube 54 tubes had foreign matter in the gel, 9 tubes were deformed, 5 tubes had scale printing errors, 11 tubes were dirty, 27 tubes had air bubbles in them, and 141 tubes had air bubbles in their gel. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: fm in the tube x4. Fm in the gel x54. Deformed tube x9. Printing defect x5. Dirty tube x11. Air bubbles in tube x27. Air bubbles in gel x141.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm, marking, molding defect, gel air bubbles with the incident lot were observed. Evaluation/testing of the customer samples was performed and fm, marking, molding defect, gel air bubbles were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to fm through CAPA #503254 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for fm, marking, molding defect, gel air bubbles with the incident lot were observed. Further investigation activities have been conducted through CAPA #503254 and the most likely root cause has been identified for fm. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA #503254 was conducted to document further investigation and root cause analysis relating to fm. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue for the remaining defects. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with fm. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.